Manufacturer narrative:
The pump has been returned to animas. Eval has not yet been completed. When eval is complete, a supplemental report will be filed. No conclusion can be made at this time.

Event description:
It was reported that the keypad buttons were intermittently sticking. A family member reported that the down arrow and ok keypad buttons have been intermittently sticking. She noted that the buttons still click when pressed, but do not always spring back. The family member denied physical damage to the rubber keypad; denied exposing the pump to water; and stated that the pt wears the pump in a pouch.